Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021 . At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-03-29 via the bd investigation that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: a device history record review was completed for provided lot number 9238939. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one used sample was returned for evaluation by our quality engineer team. The returned sample was functionally tested and occlusion was detected. Through further review, the occlusion was observed within the cannula due to solidified silicone. This defect could have resulted during the lubrication process of the cannula as the cannula is submerged in a lubricant solution. After the cannula is removed, it is inspected for signs of occlusion; however, this incident went undetected. A process change has taken place in which the lubricant technique changed from submersion to a spray method, which should help in reducing the risk of occlusion. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. .

Event description:
It was reported that the bd saf-t-intima" IV catheter safety system had "high resistance" during use due to solidified silicone. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was high resistance when exhausting, sample was in hospital and it was not available for now" via bd investigation: "the returned sample was functionally tested and occlusion was detected. Through further review, the occlusion was observed within the cannula due to solidified silicone."